Manufacturer narrative:
Date of event: estimated since unknown. Torres-saura, francisco, et. Al. "Catheter-based closure of multiple residual leaks after percutaneous left atrial appendage occlusion with the watchman device" portuguese journal of cardiology, 2020; 39(8):476-478.

Event description:
It was reported via literature that a stroke occurred and the implant did not seal. A left atrial appendage (laa) procedure was performed and a 24mm watchman laa closure device was successfully implanted. It was noted there was a small leak of less than 3mm that was managed conservatively. Two years after the implant, the patient suffered a new episode of ischemic stroke in the frontal lobe. Transesophageal echocardiography (tee) revealed the presence of two leaks greater than 5mm. One was on the posterosuperior side and the other on the anteroinferior. Due to high hemorrhagic risk, the patient underwent percutaneous closure of the leaks. Two non-boston scientific vascular plugs were implanted to close the leaks. No further patient complications were reported.